Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, it was concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the asymptomatic non-device dependent patient presented in clinic after receiving a vibratory patient notifier alert. Upon interrogation of the device, the device had reached elective replacement indicator and premature battery depletion was suspected. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable post procedure.